Event description:
It was reported that the customer could not get into the nppv setting and the ventilator shut itself off twice. The flight team reported that they were concerned about the batteries not lasting and that the ventilator had stopped. It is unknown if the ventilator had an audible alarm or if it was connected to a patient when the reported problem occurred.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.